Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID (B)(6)) was implanted due to non-communicating hydrocephalus via ventriculoperitoneal (vp) shunt on (B)(6) 2019 with unknown setting. The pressure setting could not be changed; therefore, the device was explanted and replaced with a new device on (B)(6) 2024. The physician pulled out the device and damaged it during revision surgery. According to information provided, the initial and the desired setting are unknown. It is unknown if the patient experienced any signs and symptoms due to device issue. The patient has recovered.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) ¿ the product code 823162 with lot 3276906 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 140 mmh2o. The valve was visually inspected; the siphon guard was broken, and the needle chamber was torn. The valve was hydrated. Leak was noted from the back of the needle guard. The valve failed for programming, occlusion and reflux. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball, motor and on the seat of the ruby ball. Root cause analysis - the root cause for the programming and occlusion issues are due to biological debris and protein build up interfering with the valve.

Event description:
N/a.